Event description:
It was reported to boston scientific corporation that a 20 fr safety peg kit was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, approximately 10 days after placement, an attempt was made to move the external bolster up for decompression with forceps. While holding the shaft and pulling the bolster up with the forceps a hole was noted in the shaft near the forceps. The procedure was completed with a different device (device not identified). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).